Manufacturer narrative:
The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-012-c, which addresses the causes associated with the reported malfunction.

Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected, the system was not in clinical use when the issue was identified. The philips field service engineer (fse) examined the system onsite and confirmed that the system was unable to boot up, stalling at 00:00. Review of the log file shows an error related to failed to initialize all grabber cards. Upon troubleshooting, the philips field service engineer (fse) went onsite, checked the system and found errors in the software (sw) of the flexvision pc and in the frame grabbers. Fse reloaded the os and the application of flexvision pc, but an error occurred while loading. To resolve the issue, fse replaced the flexvision pc and reloaded os, application and the firmware. The defective parts were returned for analysis, for flexvision pc, no malfunction was observed. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system was unable to boot up, stalling at 00:00. The device was outside of clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.